Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge change error. The customer loaded a new cartridge and received the same error message. The customer's blood glucose (bg) level was not impacted. The customer reported that manual injections would be used for insulin therapy.